Event description:
Customer reported that a dialysis pt with a known anti-kell received 2 units of kell-negative packed cells (compatible). Pt suffered a hemolytic transfusion reaction, post-transfusion workup identified anti-m and anti-jks. The pt's condition is stable.